Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had insulation damage during cannulation upon device change out procedure. The lead was surgically abandoned and another lead was implanted. No additional adverse patient effects were reported.